Manufacturer narrative:
The device has not been received for analysis. Based on the information provided the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study - subject ID: (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on january 12, 2022. The same day following the index procedure the patient experienced oozing in their right groin assess site. The patient received stitches to repair the wound condition. It was also reported that the patient experienced a sore throat, not accompanied by a cough or sputum. The physician checked the pharynx and found it was not inflamed, and there was no mucosal lesion. This issue was resolved on january 13, 2022.